Event description:
It was reported that during a procedure the laser system had displayed an error indicative of a system malfunction. The laser system was no longer able to be utilized; therefore the case was converted to turp. It was reported "pt condition was ok, no harm".